Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that the subject device "image became green." There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation the device was returned to olympus for evaluation and the customer's reported issue was not confirmed. However, the device evaluation found white flaws in the image. A definitive root cause of the phenomenon cannot be conclusively identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device "image became green." There was no report of patient harm.